Event description:
Stapler was tested before it was placed in the port. Once closed, surgeon could not open the device. No patient contact or patient harm. Manufacturer response for echelon flex 60 stapler, (brand not provided) (per site reporter). Failed product to be picked up by the rep.